Event description:
Event description cpi received information that this endotak c transvenous lead (0064) was removed from service because of a rate sensing issue. It was replaced with an endotak downsize plus defibrillation (dsp) lead.